Event description:
It was reported that the balloon losing air being too difficult to ventilate patient. The patient had to be reintubated. No patient injury was reported.

Manufacturer narrative:
, Corrected data: product information was updated.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.